Manufacturer narrative:
Reported complaint alleged prolonged healing after the use of j-plasma for a dermal resurfacing. The procedure performed with the j-plasma handpiece is considered off label. J-plasma handpiece indication for use is for cutting, coagulation and ablation of soft tissue during open and laparoscopic surgical procedures.

Event description:
Reported complaint alleged prolonged healing after the use of j-plasma for a dermal resurfacing.